Event description:
Approximately 1 hour into a CABG operation, the blood color flowing through the extra-corporeal circuit was observed to be turning darker and darker. Blood gas reading indicated a decreased arterial 02 level of 50, venous 02 of 25, and a p02 of 20. The oxyenator unit was changed for another unit.